Manufacturer narrative:
(B)(4).

Event description:
It was reported by the md that the intra-aortic balloon (iab) can't be inflated after insertion. The md changed the iab for another one to continue the treatment. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is confirmed. The iab was confirmed with a leak from the outer lumen which allowed an external helium leak. It was noted upon return that a portion of the cathgard was noted cut and missing from the iab. The leak site noted on outer lumen is consistent with contact from a sharp object and was found in the location of the cut cathgard. The root cause is undetermined, but a potential cause of how the iab came into contact with a sharp object is due to customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the md that the intra-aortic balloon (iab) can't be inflated after insertion. The md changed the iab for another one to continue the treatment. There was no patient death, serious injury or patient complication reported.